Event description:
It was reported that pump stopped working and turned off while charging, causing concern about pump charging ability. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.